Event description:
It was reported that the insulin pump alarmed failed battery test. The reported blood glucose reading was 101 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.